Event description:
Caller reported a malfunction on the pump while completing a software update. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset the malfunctioning pump, so tandem technical support provided a pump reset attempt that was unsuccessful and confirmed the issue was known. Technical support arranged for a replacement pump to be sent, with backup therapy set as multiple daily injections (mdi) to ensure insulin delivery was not interrupted. Customer was informed of training availability for the new pump and steps to return the malfunctioning pump to tandem.